Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer called via phone to report crack on her pump near reservoir. Reported it must have snagged on his shirt while working. Advised pump will be replaced and to send damaged pump back for analysis.